Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements of greater than 125 ohms. Technical services (ts) recommended updating programmed alert settings and noted that the device was already programmed per recommendations. This lead remains in service. No adverse patient effects were reported.